Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was leak between the tubing and female luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp y-type catheter extension sets were leaking from where the luer lock attaches to the tubing. Some leaks occurred during initial priming and some leaks occurred during infusion while the patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.